Event description:
Pt presenting with chest pain, probable acute myocardial infarction. Cardiac arrest ensued shortly after ems contact and when pt went into ventricular fibrillation, cardiac defibrillator failed to charge due to therapy cable dysfunction. Manual defibrillator immediately removed and an automated external defibrillator attached and delivered defibrillatory shocks x five. Pt ultimately resuscitated and transported to hosp with pulses.